Manufacturer narrative:
The returned product consisted of the synergy xd stent and delivery system. A visual examination of the device revealed multiple kinks along the length of the hypotube shaft. Microscopic analysis revealed that the stent was detached from the balloon and the struts were damaged and stretched. An attempt was made to inflate the balloon to 16atm, however it was observed that there was a leak occurring at the site of one of the shaft kinks. Based on the available information one possibility is that the stent was unable to fully expand due to the observed leak in the shaft which prevented the balloon from maintaining pressure during inflation as resistance was stated to have occurred during the initial attempt. Another possibility is that the stent material had become damaged or compressed prior to the inflation attempt which prevented its normative expansion. With the available information the exact cause of this damage cannot be conclusively determined at this time. Because of this, this investigation is assigned a most probable investigation conclusion code of cause not established.

Event description:
Assessed as reportable due to product investigation completed on 26sep2025. It was reported that stent damage occurred. A synergy xd mr ous 3.00 x 32mm was selected for treatment of the target lesion. During the procedure, the physician noticed resistance during balloon inflation. Because of this, the device was withrdrawn from the patient without deploying the stent. Once outside the patient, the physician assessed the device and found that there was a deformation in the stent. The procedure was then completed using a different stent, and there were no patient complications. However, device analysis revealed a detached stent and a shaft leak.